Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance and threshold has been increasing eventually to high values. The lead remains in use. No patient complications have been reported as a result of this event.